Event description:
Reportedly, there was high grade in-stent restenosis in 2 separate portions within the stent at the sites of the overlapping stent junctions on this stent. Medical intervention taken by using a cutting balloon angioplasty and lsfa balloon angioplasty on restenosed areas. Patient tolerated procedure well.

Manufacturer narrative:
H6: device not returned.